Event description:
Customer reported one sars-cov-2 tma run, wl 001723-20210804-21, using assay lot 294803 on panther instrument sn (B)(4) which had low negative samples (rlus < 300) they questioned. Customer asked hologic technical support to review logs and suggest an appropriate rlu cutoff for questioning negative samples. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results being reported to patients.

Manufacturer narrative:
Hologic technical support (ts) reviewed logs and found no instrument or reagent preparation issues that would cause customer to question results. The run in question was valid and normal. Customer understood and reported no further issues. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4), aptima sars-cov-2 (B)(4), and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.